Manufacturer narrative:
Bd corporate address used. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® sst¿ blood collection tubes, it was reported that approximately 25 tubes out of 100 tubes had stoppers that had crept out and popped off over a four hour period.